Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
The event or difficulty occurred approximately (B)(6) 2014. A catheter occlusion occurred at the catheter tip. A dye study had been performed. The distal catheter portion was replaced due to the occlusion on (B)(6) 2014 and the pump was set to minimum rate. The concentration of dilaudid was reduced from 30mg/ml to 3mg/ml on (B)(6) 2014 with the setting at the lowest simple continuous dose of 0.1441mg/day. The product issue was resolved.

Event description:
It was reported that the catheter could not be aspirated and therefore needed to be replaced. A catheter revision was done. The patient experienced a change in therapy effect, lack of pain relief, and had not been having pain control. Due to the high concentration of drug in the pump in the operating room, the healthcare provider decided to place the pump at minimum rate, replace the catheter, and planned to do the refill and change of concentration in the office on an unknown date. Further information received two days after the initial report indicated that the pump was still set to minimum rate and had not been refilled, therefore the patient was not receiving effective therapy at the time. The device was used to deliver dilaudid (hydromorphone). The patient¿s outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).